Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon triage, the following issue was found: a damaged power cord with broken live pins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the scd 700 was performed. The unit was triaged and it was found that the live pin was broken off the unit's power cord. The power cord was replaced and passed all the final tests of functionality and system. The device ready for use and safe for the patient. The potential root cause is customer misuse by unplugging the power cord improperly. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.